Event description:
Report received of an overdelivery using a dial-a-flo extension set. The device was being used to infused 1000cc of normal saline. The customer stated "I don't know at what rate the dial-a-flo was set on". At 1040, the infusion was initiated. At 1720, the bag was found enpty 2 1/2 hours earlier" than expected. According to the customer contact, 1000cc of fluid infused in 7 1/2 hours instead of the intended 10 hours. At the time of the incident, it is unknown whether the nurse verified the dial-a-flow rate at 100cc/hr. The physician was notified. The nurse hung a new bag of 1000cc of normal saline. There was no reported adverse pt event. Reportedly, "the pt was fine". Though requested, no additional info was available.